Event description:
During visual inspection at the warehouse, one heartstring seal was observed to have been cracked inside the package. No pt involvement was reported since the failure was observed at the warehouse.